Event description:
It was reported that the atrial lead had no capture, was undersensing, exhibited high threshold measurements and was dislodged. After multiple attempts to reposition the lead, it was explanted and an active fixation lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation was breached cut and there was apparent explant damage.